Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 12 month follow up and a device related thrombus (drt) was noted on the closure device. The patient was placed on oral anticoagulation (oac) until thrombus is resolved. There was no patient complications. There was no further information provided at the time of this report.